Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties and catheter removal difficulties were encountered. Vascular access was obtained via the femoral artery. The lesion was located in the mildly tortuous and severely calcified external iliac artery. The physician advanced the 8.00mm x /2.0cm/135cm otw peripheral cutting balloon (pcb) across the lesion, inflated the balloon once to 6 atms, and difficulties deflating the balloon were encountered. The physician attempted to remove the pcb though the introducer sheath by pulling the pcb ¿several times¿, however, these attempts were unsuccessful. The physician inflated and deflated the pcb a couple of times and the pcb finally deflated. The physician removed the pcb catheter through the sheath and outside of the patient. The blades were intact and no damage to the blades was noted. The area of the pcb shaft proximal to the balloon appeared to be elongated, but was intact. Next, the physician advanced an 8mm x 2mm non-bsc balloon catheter, inflated the balloon, and the balloon ruptured. It is not known how the physician completed the procedure. No patient complications were reported and the patient's status is fine.